Event description:
It was reported the device was used during a video assisted thorascopic surgery. It was reported by the rep. Doctor could not fire the first instrument. Cartridge of the 2nd instrument fell into the pt, when the doctor opened the jaw. The case was finished with another stapler. There was no consequence to the pt.